Event description:
An employee from our customer reported that he observed that the set screw can't be fixed with the screwdriver. The surgery was successfully completed at the end.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.